Manufacturer narrative:
The device was returned to the repair facility for evaluation and the customer's allegation was confirmed. The device evaluation found-the camera cable was flooded, and corrosion at the electrical contact point of the video connector. The cause of the problem could not be identified based on the information obtained from this complaint and the results of the investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a pinhole. There were no reports of patient harm.